Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; it was noted that retracting of the helix was most likely not possible due to blood and tissue found on the helix; full lead returned and analyzed.

Event description:
It was reported the lead perforated the heart. The patient had some pain and shortness of breath approximately two weeks after lead implant. The lead was removed and a new lead placed. It was also reported the helix would not retract during explant possibly due to tissue lodged in the helix. No further patient complications have been reported as a result of this event.